Manufacturer narrative:
H2: additional information added to section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. It was observed form the logs that the user transitioned from select procedure into images, and subsequently cycled extensively through plan, registration, registration verify, navigation, build models, and surgeon admin throughout the session. The workflow shows multiple repetitions of registration and registration verify before moving into navigation. A total of 37 registrations (error metric) were recorded in the application logs. The observed error metrics ranged from 1.78 mm (233 trace points, trace-only) to 4.927 mm (344 trace points, trace-only). The registration selected for navigation prior to entering navigation yielded an error metric of 2.63 mm, based on 596 trace points, with no touch or image points collected. Provided archive consisted of a single CT dataset (CT-1 minicat study), 323 slices with 0.4 mm slice spacing and thickness. Four successful registrations were observed in the archive, with accuracy values of 2.7 mm, 3.0 mm, 4.1 mm, and 2.9 mm. Across these registrations, trace collection showed significant variability, including clustering of points on the nose and forehead, multiple trace points collected in air or partially in air, and inconsistent coverage of critical anatomical regions. In cases where touch points were attempted, it was not confirmed, not registered effectively. Accuracy zones largely remained in the yellow range, indicating suboptimal registration quality. Suggesting to take trace more points through out the blue area as per the protocol and by touching lighter on the skin for the best registration accuracy and covering broader areas. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. H6: codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0 h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1908: prolonged surgery is applicable to the surgical delay of less than one hour. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that when verifying registration accuracy, the site found that accuracy was off by about 4 millimeters (mm) after achieving a registration with a registration accuracy metric of 2.7 mm. The manufacturer representative (rep) walked the site through a three point touch registration over the phone and achieved a registration with the same registration accuracy metric (2.7mm). The site found the accuracy to be improved when verifying registration accuracy and continued with case. This issue caused a surgical delay of less than one hour. There was no impact on the patient¿s outcome.